Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified arteriovenous graft. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 60 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified arteriovenous graft. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 60 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.